Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that during a rotator cuff repair that his healix advance knotless br 4.75 anchor broke when being tensioned. The sales representative said the anchor was still fully on the inserter when the nose of the anchor broke off will being tensioned. The surgeon completed the procedure with another like anchor with no patient consequences or delays. The sales representative reported the surgeon used the purple awl with 4 tails of orthocord. The stay suture was intact and helped the surgeon to completely remove the anchor. The sales representative reported that the bone quality was good but had no further information. The customer already discarded the anchor.